Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) lead implanted: (B)(6) 2011. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, and visual summary analysis of the lead indicated stretching and apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that the atrial lead became dislodged during bypass surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.